Manufacturer narrative:
Result of investigation: the product was examined at karl storz tuttlingen and it was determined that the collet lock is immovable due to wear and tear and possibly lack of maintenance. There is no indication for a manufacturing failure. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that device did not work (error message) and that it was not possible to lock the burr. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).